Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all episodes recorded by the implantable cardiac monitor (icm) were not retrieved by the clinic due to manual transmission not being performed. The device detected a pause episode and initiated an event transmission for that event due to it being a priority episode. The device remains implanted. No patient complications have been reported as a result of this event.